Event description:
The surgeon attempted to implant an aa4204vf silicone plate lens but it broke in half prior to being inserted. There was patient contact but no injury. The nurse indicated that it was unknown as to why the lens broke. An msi-tr injector and an mtc-60c fp cartridge were used but the lot numbers were not provided by the facility.